Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tacking the mesh on a laparoscopic bilateral inguinal hernia total extra peritoneal repair, the tacker¿s standard tack was loaded correctly. This was the first tacker on the device and the first four firings were perfect and disengaged without a problem. On the fifth tack firing, the handle crunched and the tack was halfway deployed into the mesh. As the surgeon was trying to pull the tacker back to pull the tack out since it was not fully engaged though the mesh, the tack component of the tacker came off and fell into the patient¿s cavity. The device was not articulated. The surgeon was able to pull the tacker off the mesh and then removed from the abdomen using a grasper then finished tacking the mesh using another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the timing was disengaged. Two (2) device loading unit (dlu)s with a full complement of tacks and the shipping wedge attached were received. Proper timing was noted with both dlus. One (1) dlu with a full complement of tacks and the shipping wedge attached was received. Proper timing was noted. One (1) dlu with disrupted timing and a tack protruding was received. Microscopic inspection noted scratches on the inner tube of all four (4) dlus. A functional evaluation found that the articulation knob functioned properly. The returned dlus could not be loaded onto the returned device due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.